Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger reset. The last patient to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation u13, an 8-bit cmos flash micro-controller, was found to be defective on the battery charger/modem's bedside board. The defective u13 caused the battery charger to reset. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The last patient to use the charger did not report any deficiencies.